Manufacturer narrative:
It is reported that a custom implant was requested to be used as part of infection treatment. Pin 18949, a special total knee replacement implant was designed and manufactured to be used in surgery in (B)(6) 2015. The surgery report states that prior to the operation, the surgeon decided to use a mets implant instead of the custom device. It is not known what device was in-situ at the time of the event. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, pathology results, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed.

Event description:
It was reported that the patient's device was infected. A custom device was ordered but not used, a mets device was used instead.